Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 863720, neuro pump, implanted (B)(6) 2004. A 8709, catheter, implanted (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
An implantable pulse generator (ipg) was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately seven months after device replacement. The cause of death has been requested and not received.

Manufacturer narrative:
No eval explain code.